Manufacturer narrative:
Patient information; medical history provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the review of the design history record, all required documents are present in the DHR upon review of the risk analysis and functional and design requirement, it was determined that this device met those requirements, and these requirements did not attribute to the complaint.

Event description:
Patient was implanted with a patient specific implant on an unknown day. On an unknown date, patient returned to the or for implant removal due to infection of the scalp. No further information is available at this time. This is 1 of 1 reports for this event.